Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. Device manufacture date is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that tightening the z-drive belt resolved the issue. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the gantry wouldn't move left or right while trying to calibrate it, but it was able to move in all other directions. The user heard a clicking sound while attempting to move the gantry. The user attempted to re-home, but it didn't resolve the issue. There was no patient present.